Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set was separated from the tubing. This occurred during setup. The blood tubing broke off at white spike port when the nurse was spiking the unit of blood. It was stated the separation was the junction between one of the spike and the tubing located above the regulating clamps. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual and microscopic inspection revealed that the spike was missing from the set. The remaining solvent bonds were pull tested with no issues noted. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.